Manufacturer narrative:
Concomitant medical products: dtbb1d1 device, implanted: (B)(6) 2016; 4194-78 lead, implanted: (B)(6) 2011; 6947-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a loss of cardiac resynchronization therapy pacing was observed due to atrial pacing crosstalk from the right ventricular (rv) lead, which triggered ventricular safety pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.